Event description:
It was observed during the device inspection, that the gastrovideoscope image disappeared during angulation. There were no reports of patient involvement.

Manufacturer narrative:
This report is to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image disappearance is unable to be determined or presumed. The event can be prevented by following the instructions for use (IFU) which state: instructions evis lucera ultrasound gastrovideoscope olympus gf type uct260 important information ¿ please read before use ¿ do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ¿ do not touch the electrical contacts inside the videoscope cable connector. Charged coupled device (ccd) damage may result. ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.